Manufacturer narrative:
A medtronic representative examined the imaging system onsite and found the metal battery connectors on trays 1 and 2 have corrosion. The diode on tray one showed signs of heat damage. The corroded battery connectors and diode were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a case, the battery connecters were observed to be eroded. There was no patient present when this issue was identified.